Event description:
Boston scientific received information that six weeks post device implant, the patient with this device was hospitalized with severe sepsis and delirium. Upon examination of the patient, it was noted the pocket was infected, reddened and the pocket site was oozing drainage. In addition, the pocket site skin appeared blackened. Antibiotic medications were prescribed as the patient's condition is critical.

Event description:
Additional information was obtained. A replacement procedure was performed. This system was removed. The patient has recovering from the sepsis. A replacement procedure is intended in the future.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of this date, this device remains implanted and in service. When additional information becomes available, this event will be updated.